Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed imaging window was detached. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Impedance testing shows a good unit. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The image test could not be performed due to the condition of the device. The functional test could not be performed due to the condition of the device. The motor drive unit (mdu) and ilab system were used to perform a functional inspection on the device. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing.

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During preparation, when flushing the saline, it was noticed that the catheter was separated in lap joint area. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During preparation, when flushing the saline, it was noticed that the catheter was separated in lap joint area. The procedure was completed with another of the same device. There was no patient injury.